Event description:
The customer reported that there was a communication error and they recovered the system by rebooting it. This error message likely caused the system to lock-up or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable at this time.